Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the sheath to be cracked, broken, or peeled apart. It was reported that there was a sheath issue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the luer adapter detached from the extension tube. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the blue was not connected to the white. It was stated that the issue occurred during insertion by dilatation with the big dilator and the splitsheet. It was also stated in the report that the health care professional had problems introducing the split sheet into the vessel and then saw that the tip was damaged. The sterile nurse who flushed and handled the splitsheet or either the inserter saw the problem while pushing the splitsheet over the guidewire. After seeing the problem, they changed to another kit to finish the procedure. They sent the sample of split sheet that was contaminated and disinfected with lavinox according to the statement of the inserter. No unusual observed on the device prior to use. No damage on external packaging and device's box. Catheter was not repaired. There was no leak. Tego was not utilized. There was no luer adapter issue. The insertion site was treated with lavinox prior to product placement and the device was used successfully. There were no products being utilized with the device. There was no visible defects/damages found on the product . As a remedial action, they use another kit to address the issue. There was no reported patient outcome.